Event description:
Dexcom g6 sensor was providing falsely low readings to her tandem insulin pump with control-iq automated insulin delivery algorithm. As a result of falsely low sensor data, the insulin pump was suspending her insulin for extended periods of time over a 2.5 day period. She was also drinking juice to try and raise her blood sugars based on a sensor signal that was wrong. The lack of insulin led to an episode of severe diabetic ketoacidosis with a bg of 840 upon admission and bicarb of 16. Ultimately her sugars were controlled on an insulin drip in the ICU and she was discharged home without complications. FDA safety report ID# (B)(4).